Event description:
Related complaints tw ID# (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 jaws was not opening and closing fully and the insufflation was not working through the tubing connected to the device cannula. The vh-3500 was being used and then the insufflation stopped working. They trouble shooted by turning the machine on and off and checked the co2 tubing. When they d/c the tubing from the disposable handpiece, they were able to verify that the co2 was flowing through the tubing but for some reason it was not flowing through the disposable handpiece. Customer opened a new vh-3500 device to complete the case, without incident. No patient injury.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: a3, b4, g4, g7, h2, h3, h6, h10 analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period mar -2020 through feb-2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on 02/23/2022. An investigation was conducted on 03/09/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the base of the jaws. The heater wire was observed to be intact, no visual defects were observed. The gray silicone insulation was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaws. The jaws opened and closed with no physical or visual difficulties observed. Based on the returned condition of the device, the reported failure "mechanical problem" was not confirmed.